Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she took out the battery to reset it and then received a battery out limit alarm. Customer went to bolus for her food and received a button error. Customer's blood glucose level was 260 mg/dl. Customer was unable to troubleshoot due to the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and unexpected battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.